Event description:
It was reported that the patient was experiencing ballooning and failed while using the foley catheter. Per clarification mail received on 08jul2024, it was confirmed that patient only said the balloon was failing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage).the DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.